Event description:
It was reported via repair work order that the zoom surges while in steer due to the drive motor shifting laterally and was rubbing on the frame(csi box assembly). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
In the previous emdr initial report, the PMA/510(k)# was not included. The PMA/510(k)# is included in this supplemental report.

Event description:
It was reported via repair work order that the zoom surges while in steer due to the drive motor shifting laterally and was rubbing on the frame(csi box assembly). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.